Event description:
This case concerns a patient experiencing urticaria after administration of hyalgan. A male patient was treated with hyaluronic acid in 2006. Twelve hours after the injection, he developed urticaria. Treatment with 10-milligram methylprednisolone and antihistamine was initiated. The urticaria persisted. Hyalgan was discontinued. Additonal information will be provided when available.